Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to ventricular fibrillation (vf) induced cardiogenic shock. In addition, shortness of breath and acute mental status changes were noted. Interrogation showed high atrial fibrillation (af) burden with a run of vf leading to shock. Medications were administered and the right ventricular (rv) lead remains in use. The patient is a participant in the adapt response study. No further patient complications have been reported as a result of this event.